Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: outcomes beyond 10 years after transcatheter aortic valve implantation in high-risk patients with severe aortic valve stenosis.

Event description:
The article, "outcomes beyond 10 years after transcatheter aortic valve implantation in high-risk patients with severe aortic valve stenosis", was reviewed. The article presented a retrospective, single center study to assess clinical and echocardiographic outcomes of high-risk patients during the early experience of tavi with a follow-up period extending beyond 10 years. Devices included in the study were medtronic corevalve, edwards sapien/sapien xt, symetis, portico, medtronic engager, jenavalve, and ventor. The article concluded that long-term mortality rates in high-risk patients treated with transcatheter aortic valve implantation (tavi) more than 10 years ago are substantial, which limits assessment of valve durability measures. In a subgroup of survivors beyond 9 years, the cumulative incidence of structural valve deterioration (svd) was low. [The primary and corresponding author was mohamed abdel-wahab, department of cardiology, heart center leipzig at leipzig university, leipzig, germany, with corresponding email: mohamed.abdel-wahab@medizin.uni-leipzig.de]. The time frame of the study was from 2006 to 2012 with final follow up at 2022. A total of 1825 patients were included in the study, of which 19 (1.0%) received an abbott device. The average age was 81.0 years and the majority gender was female. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, carotid stenosis, peripheral arterial disease, prior stroke, myocardial infarction, pulmonary hypertension.

Manufacturer narrative:
Summarized patient outcomes/complications of outcomes beyond 10 years after transcatheter aortic valve implantation in high-risk patients with severe aortic valve stenosis were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, carotid stenosis, peripheral arterial disease, prior stroke, myocardial infarction, pulmonary hypertension. Some of the complications reported were regurgitation, aortic valve stenosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.